Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during priming. Customer's blood glucose was 223 mg/dl. The customer stated that the device was exposed to MRI. Customer stated that she received an e70 alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform the displacement test due to motor error alarm. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.